Manufacturer narrative:
Concomitant medical products: product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type catheter product ID 85 96sc lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4) ubd: 25-feb-2023, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 249mcg/day) via an implantable infusion pump. It was reported that the patient had extreme nausea, increased spasticity and he noticed his pump site looked different. A catheter revision was performed and the physician determined the patient may have been leaking from the spinal implant.